Event description:
The user facility reported that an employee experienced a burn after a cup of vaprox hc sterilant leaked onto their hand. The employee sought medical treatment; however, it is unknown what type of medical treatment was administered.

Manufacturer narrative:
The employee subject of the reported event was not wearing proper ppe, specifically gloves at the time of the reported event. The IFU for the vaprox hc sterilant states, "warning - do not use if sterilant packaging is damaged." "Precautionary statements if on skin (or hair): take off immediately all contaminated clothing. Rinse skin with water / shower." The employee was counseled on the importance of wearing chemical resistant gloves while handling vaprox hc sterilant. The device history record for the lot number subject of the reported event was reviewed and no abnormalities were noted. There have been no other complaints associated with this lot. No additional issues have been reported.